Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was in the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-10773), was submitted on 17-june-2025. Upon receiving additional information, it was discovered the lot number is invalid so captured as unknown. Additional information - this MDR is being submitted to include the below: d4: lot number.